Event description:
It was reported that the zimmer air dermatome was producing strips that were uneven when cutting. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
Beginning (B)(6) 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicated that the device manufactured on 10/11/2004 and was last repaired on 12/20/2006 for a non-related issue. Evaluation of the device observed nicks along the leading edges of both the head and control bar. Additionally, the reciprocating arm was worn and there was wear to the head of the device. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the right and left side. Customer did not return any blades for evaluation. The thickness setting utilized by the customer during the reported event is unknown; however, the device was outside calibration specifications only at the zero thickness setting. Lack of preventative maintenance and improper handling most likely caused the damage to the head and control bar of the unit, which most likely caused the customer's reported event. The device was serviced and returned to the customer.